Event description:
It was reported that the defibrillation testing was unsuccessful during a subcutaneous implantable cardioverter defibrillator (s-ICD) system implant. A 65j and 80j shocks were attempted during the procedure, but did not successfully convert the induced rhythm. Three external defibrillation shocks were required to successfully convert the rhythm. This s-ICD was removed. Additional information was requested. This investigation will be updated when further information becomes available. No adverse patient effects were reported.

Event description:
It was reported that the defibrillation testing was unsuccessful during a subcutaneous implantable cardioverter defibrillator (s-ICD) system implant. A 65j and 80j shocks were attempted during the procedure, but did not successfully convert the induced rhythm. Three external defibrillation shocks were required to successfully convert the rhythm. This s-ICD was removed. Additional information was requested. This investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. Though the s-ICD did not successfully pass implant testing, it was not removed and remains in-service. Testing was subsequently performed and was successful. No adverse patient effects were reported.